Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion from the left main to the left anterior descending (lad) coronary artery that was moderately calcified, heavily tortuous and 90% stenosed. A 2.75x33mm xience prime was implanted and after post-dilatation, a dissection was observed angiographically. An attempt was made to treat the dissection with a 2.80x16mm graftmaster covered stent, but it failed to cross. A 2.80x19mm graftmaster was then attempted, but it also failed to cross; therefore, the dissection was left to self heal. There was no adverse patient sequela and no reported clinically significant delay in procedure. No additional information was provided.